Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: postinterventional iatrogenic atrial septal defect with hemodynamically relevant left-to-right and right-to-left shunt as a complication of successful percutaneous mitral valve repair with the mitraclip.

Event description:
This is filed to reported the atrial septal defect (asd). It was reported through a research article, post mitral clip procedure an atrial septal defect (asd) was visualized, with a right-to-left-shunt. A closure device was implanted, with immediate stabilization of the patients condition. Details are listed in the attached article, titled postinterventional iatrogenic atrial septal defect with hemodynamically relevant left-to-right and right-to-left shunt as a complication of successful percutaneous mitral valve repair with the mitraclip. Please see article for additional information. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of atrial septal defect (atrial perforation) as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported atrial perforation appears to be related due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.